Event description:
Same case 6000093-2005-00391,00392,00394. They had a "stroke" post a coronary drug eluting stenting treatment procedure. The following call was taken from the pt, "caller stated that they have a total of 4 stents. After placement of the 4th stent, they had an MRI and experienced a 'stroke'. Caller stated that their heart felt like it was coming out of their chest; pt was white and cold as ice when they finished.' After the MRI, they were admitted to the hosp where they had a follow-up 'cardiac cath'. Caller states that the physician informed them they experienced a 'stroke' because the stents moved during the MRI. Also stated pt had all my clothes on and keys in their pocket during the MRI.' Caller states that they do not want to be contacted. " the pt did not provide a physician, therefore no additioanal information was available.